Event description:
Hill-rom received a report from the account stating the head section would self-run when the bed is plugged in. The bed was located on 3rd floor hmi. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the left hand patient control switch was the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left hand patient control switch and the issue was resolved. Based on this information, no further action is required.